Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump touchscreen became unresponsive, preventing device unlock and use, while the patient¿s blood glucose rose to 320 mg/dl after unannounced snacking; the user transitioned to back-up therapy with fiasp mdi and lantus and continued cgm monitoring with dexcom g7. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient elevated glucose for approximately 1 hour 46 minutes, with glucose later reported at 177 mg/dl, and no professional medical intervention or hospitalization. Investigation included complaint intake, product replacement logistics, and user education on device shutdown, data sync, return process, and the need to perform a full startup on the replacement device. Investigation of this device revealed a nonresponsive touchscreen consistent with a hardware screen malfunction, while contributing use factors included unannounced snacking leading to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware failure of the touchscreen with contributory user behavior.